Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: no rootcause could be identified. The device was serviced and tested. All tests passed and the device is back in use. No replacement of components.

Event description:
The following was reported to hamilton medical ag: pt was received on hamilton c3 ventilator on 'asv' mode. Pt was observed to be breathing spontaneously but the ventilator was not registering the spontaneous breaths. Patient switched over to pressure support mode but ventilator kept going into apneic ventilation. Ventilator also alarming "turn flow sensor" and "exhalation valve blocked". Patient taken off ventilator and placed on a bagger with etco2 (clearly breathing spontaneously and comfortably). Hme of ventilator changed out to new one. Flow sensor recalibrated, ventilator turned off/on. However problem did not resolve once placed back onto the patient. Still kept going into apneic ventilation. Ventilator switched out to new one and biomed request put in. Summary: many "turn the flow sensor" alarms during ventilation due to bad seated or faulty membrane.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: pt was received on hamilton c3 ventilator on 'asv' mode. Pt was observed to be breathing spontaneously but the ventilator was not registering the spontaneous breaths. Patient switched over to pressure support mode but ventilator kept going into apneic ventilation. Ventilator also alarming "turn flow sensor" and "exhalation valve blocked". Patient taken off ventilator and placed on a bagger with etco2 (clearly breathing spontaneously and comfortably). Hme of ventilator changed out to new one. Flow sensor recalibrated, ventilator turned off/on. However problem did not resolve once placed back onto the patient. Still kept going into apneic ventilation. Ventilator switched out to new one and biomed request put in. Summary: many "turn the flow sensor" alarms during ventilation due to bad seated or faulty membrane.